Event description:
The product was used during a "vlc" procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.